Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the casing on her onetouch lancing device was cracked/ broken. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began (B)(6) 2012. The patient manages her diabetes with novolog 70/30 insulin (amount not specified). The patient continued to take her usual dose of medications. Towards the middle of (B)(6) 2012, the patient claims she felt a symptom of excessive thirst. The patient treated self with food and/ or drink . The patient denied testing with another device. At the time of troubleshooting, the cca noted there was no indication of misuse. A replacement lancing device was sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.